Event description:
According to the reporter, the device had non-hemostatic issues with bleeding edges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter per additional information received during a laparotomy. The staple line bleeds heavily after anastomosis/firing. The tissue was compromised due to oversewing due to small space. There were multiple continuous over sewing required to control the bleeding. The hemostatic material was used to control oozing. A transfusion was required. The surgical time was extended by more than 30 minutes. The patient had an extensive ICU stay that was more than normally required. The current patient status is recovered.